Event description:
Tubing circuit attached incorrectly to CPAP [continuous positive airway pressure] humidified heater which caused excess air inflow and lower circuit temperatures. It was determined that the heater intermittently heated the circuit and humidity to high temperatures in an attempt to maintain desired circuit temperatures. As a result, a newborn infant was sprayed with hot steam from circuit causing blisters and burns to the nose and face. Please consider adding a heater alarm when the circuit cannot be warmed adequately so staff are alerted to high humidified air being cycled through the circuit.